Event description:
It is reported that a customer's sensor froze and their insulin pump started alarming. The patient's blood glucose level was 72 mg/dl at the time of the call. The customer stated that the pump finally calibrated. The customer was advised to call back if they encountered any other issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.